Event description:
The customer reported a discrepant low na+ result on rp500 when compared repeat testing of a new sample on a laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer provided instrument files and the investigation is ongoing. The cause of the event is unknown.

Manufacturer narrative:
A review of instrument files verified the exposure to sodium sensor interferents on multiple occasions. On the day of the event, the sodium sensor recorded an interferent detected incident. This caused a temporary perturbance in the sodium sensor performance, as it recorded multiple calibration failures until the measurement cartridge was uninstalled later that same day. The sample in question was run prior to the measurement cartridge being uninstalled, however, a discordance in the na+ result could not be verified. The appropriate datafiles and information was not made available. Per the customer bulletins and the rapidpoint 500 operator¿s guide it is recommended not to use any skin disinfecting products and/or exterior disinfectants that contain quaternary ammonium compounds (qac) as they are known interferents to the rp500/500e na+ sensor by potentially impacting the sensor and its¿ performance and should be avoided. The instrument is performing as intended and the system is currently operational. No systemic product problem detected.